Manufacturer narrative:
Technician found that when the customer applied the brakes, the tire did not roll but the caster would still swivel directionally and when customer applied the steer, the casters did not lock directionally. They would still swivel. Customer was able to put pedal in all three positions. Replaced both foot casters to resolve this issue.

Event description:
Complaint received alleged that the foot casters will not lock directionally in steer or brake mode. No injury reported.